Event description:
It was reported that the insulation on the unit has been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit failed the insulation scan test. There was missing insulation located at the proximal end of the handle. The root cause was traced to normal wear and tear. An action has been opened to address the insulation failure for our OEM supplier for our lap instruments using polymer resin insulation. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation on the unit has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.